Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on (B)(6) 2010, the patient developed peritonitis. The nurse did not provide information regarding treatment. It was not reported whether pd therapy was ongoing at the time of the event. It was not reported whether the peritonitis resolved. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The root cause was undetermined. A batch review was performed for potentially associated lots (gd877282) with no issues noted during the manufacturing process. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Event description:
Company representative reported on behalf of an explanting physician who reported, "we replaced a flipped port today." Further follow-up will be conducted to gather additional information.